Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called emergency services and was transported to the emergency room (ER) on (B)(6) 2026 due to hyperglycemia. The patient¿s blood glucose level rose to over 600 mg/dl while wearing the pod between 37 to 48 hours on the abdomen. The controller reportedly displayed a ¿blockage detected¿ alarm. Symptoms reported include elevated glucose levels, nausea, dizziness, high ketones, and near-fainting. The patient was admitted to (B)(6) where hyperglycemia was diagnosed and received medication; however, they were unable to recall the name or dosage. The patient was also treated with two bottles of intravenous fluids. The visit lasted 4 hours, and the patient was discharged the same day. The pod was reportedly removed by the patient at home after being discharged from the hospital, and a new pod was applied.